Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing irritation and pain that corresponds to the dermatomal levels at the anchoring site of the leads. It was also noted that the patient's battery was protruding from the pocket site. The patient will undergo a revision procedure wherein the leads and ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient was very thin and there was no complication of the pocket reported. It was also noted that the ipg was upgraded to increase the areas of stimulation. The patient underwent an ipg revision procedure wherein the pocket was moved and the ipg was replaced. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing irritation and pain that corresponds to the dermatomal levels at the anchoring site of the leads. It was also noted that the patient's battery was protruding from the pocket site. The patient will undergo a revision procedure wherein the leads and ipg will be replaced.